Event description:
It was reported that after insertion of the intra-aortic balloon it was noticed that the balloon wasn't unwrapping or inflating. The intra-aortic balloon was removed and replaced without any complications.